Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the stylet could not be inserted a second time. The lead was explanted and replaced with no insertion problem. The patient is stable.

Manufacturer narrative:
A complete lead was returned in one piece. The test stylet was able to be inserted to the tip of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.